Event description:
It was reported that the guidezilla was damaged and a balloon rupture occurred when the damaged part was crossed. A 15mmx2.75mm wolverine coronary cutting balloon and a 7f guidezilla catheter-guide extension were used. During the procedure, it was noted that the guidezilla is scratched and damaged and a balloon rupture has occurred when the damaged part was crossed. Consequently, it was confirmed through fluoroscopy that the collar part has collapsed toward the lumen side. The balloon and the guidezilla were removed without any problem. The procedure was completed with the guidezilla and another of the same balloon. No complications reported and the patient is in good condition after the procedure.

Event description:
It was reported that the guidezilla was damaged and a balloon rupture occurred when the damaged part was crossed. A 15mmx2.75mm wolverine coronary cutting balloon and a 7f guidezilla catheter-guide extension were used. During the procedure, it was noted that the guidezilla is scratched and damaged and a balloon rupture has occurred when the damaged part was crossed. Consequently, it was confirmed through fluoroscopy that the collar part has collapsed toward the lumen side. The balloon and the guidezilla were removed without any problem. The procedure was completed with the guidezilla and another of the same balloon. No complications reported and the patient is in good condition after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. There were numerous flat shaft segments to the device. An x-ray of the device was taken to see inside the collar area for any damages or irregularities. The x-ray presented the collar of the device with intact collar filar and was free of any damage or irregularity. Product analysis confirmed the device interaction as the numerous flat shaft segments would likely cause advancement issues. However, analysis could not confirm the reported collar damage as the x-ray showed there was no damage or irregularity to the collar.